Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a procedure performed on (B)(6) 2015. Reportedly, the laser console was set to 20 watts. According to the complainant, during the procedure, the physician noted that the laser fiber tip broke off inside the patient. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4) fiber tip detached. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause.